Event description:
Valve was sutured in place-leaking was noticed; then re-inforced. Valve continued to leak, then removed and replaced with a second valve. Physician requests report to be filed. The valve to be returned to the co to determine the problem and a report returned to medical center. Device left in place 15 minutes.